Event description:
Due to scar tissue, rptr had a capsulotomy implant replacement with MFR's implants. Again, she experienced hardening of her breasts due to scar tissue. Capsulotomy implant replacement was recommended. (Same rptr referred to in 1003448 and 1003450.)